Event description:
It was reported that during an unknown procedure, relax pressure on blade was displayed and the 1st device became not to be activated in about 5 minutes. Then the 2nd device was used, but the same event occurred. When gen11 was changed to gen04, the 3rd device could be activated as intended. Total three devices were used in this procedure. There were no adverse consequences to the patient. When hp054 was checked, no anomalies were found at screening test. Also, the gen11 was checked, there was no anomaly. When the sales rep tested the three devices with his own hand piece, the same event was recreated. The blade of one of three devices was broken off after the operation.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.